Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no motor error alarm, e70 alarm or unexpected no delivery alarm during testing noted. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor position encoder error and motor error alarm. The customer stated that the drive support cap was normal. The customer was able to clear the alarm. Insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.